Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the afternoon of (B)(6) 2026, the patient began to feel very unwell, experiencing chest pain and vomiting. He exhibited symptoms consistent with diabetic ketoacidosis (dka). His dexcom showed a reading of 400 mg/dl, and the readings were jumpy and erratic, fluctuating between 400 mg/dl and 300¿325 mg/dl. A comparison with a blood glucose meter could not be performed prior to transport because the patient was taken immediately to the hospital. Upon arrival, the cgm reading was still 400 mg/dl. A nurse measured his blood glucose using a hospital meter, which showed a significantly higher reading of 600 mg/dl. The patient was administered 30 units of insulin manually, along with intravenous fluids. Despite treatment, his blood glucose level initially remained at 600 mg/dl on the meter, and he continued to be closely monitored. As of (B)(6) 2026, the patient remained hospitalized. His wife confirmed that he was kept in the hospital due to concerns that he may have experienced a heart attack at the time he reported chest pain on (B)(6) 2026. In angiogram was performed on (B)(6) 2026 to evaluate for possible heart damage. The results showed no abnormalities, and his heart was found to be normal. The reporter confirmed that the patient¿s current condition is stable and under control and he may be discharged and return home tomorrow. On a follow up call on (B)(6) 2026, his wife confirmed that the patient was discharged that day. He spend a total of 5 days in the hospital. The treatment done during the patient's stay was angiogram, continuous bg monitoring via fs. He was given insulin drip and IV fluids and oral medications for his heart condition. At the time of the report, the patient was doing fine but was tired. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.